Event description:
The facility reported a colleague pump with failure code 810:11. During service at baxter, it was discovered that the cause was that the ail pcb (air in line printed circuit board) was out of calibration and service recalibrated the ail pcb. The user interface module master software version for this device is 6.13.90, categorized as remediated. It was not specified when reported condition occurred. There was no documented patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated.